Manufacturer narrative:
The primary complaint could not be confirmed. Since the issue could not be replicated, the root cause of the issue could not be determined. Visual inspection was performed and no physical damage was found. Review of the archive data revealed the battery was last inserted into an autopulse platform on (B)(6) 2017 and last successfully charged on (B)(6) 2017. After the battery was successfully charged in a good known reference multi chemistry charger, the battery was inserted into a good known reference autopulse platform. The battery successfully powered the platform on and also displayed a fully charged battery icon on the platform's display. Additionally, a run-in test was performed for 39 minutes and the platform functioned without any issues. The battery was manufactured on 12/02/2016.

Event description:
During a shift check, it was reported that the autopulse lithium ion battery (s/n: (B)(4)) status indicator displayed 4 green leds (indicating a fully charged battery); however, when the battery is placed in the autopulse platform, the platform indicates to replace battery. After replacing the battery, the platform functions properly. There was no patient involvement.